Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature article: werner w. Hiltz, md, h. Berthold eckhardt, md, thomas kohnen, md " comparison of viscoelastic substances used in phacoemulsification" (j cataract refract surg sep/1996:22 955-959). The manufacturer internal reference number is: (B)(4).

Event description:
A study reported that after a cataract surgery an ophthalmic visco surgical device was used in a procedure and patients experienced elevated intra ocular pressure (iop) and given with beta-adrenergic blocking agents or cholinergic agonists. No further information expected due to the unlikelihood of obtaining the information.

Manufacturer narrative:
No lot code or sample provided as this complaint is related to a literature article. No further evaluation or root cause analysis can be conducted at this time. No root cause could be determined as no sample or lot code was provided for analysis. No action is warranted. The manufacturer internal reference number is: (B)(4).